Event description:
Semi-automatic defibrillator unit placed on cardiac arrest pt on 4/4/1998. Semi-automatic defibrillator unit analyzed rhythm total of 5 times prior to recognizing it as a rhythm consistent with ventricular fibrillation. On 5th analysis - noted ventricular fibrillation & delivered shock appropriately.